Event description:
Adverse event(s): soft eye (intraocular pressure, delayed, uncontrolled). Product problem(s): system message display (device displays error message). Infusion would not turn on (infusion or flow issue). The facility risk mgr reported the system was primed and indicated ready for vitrectomy. The surgeon began vitrectomy and the system displayed a system message indicating the system was not primed. The system was primed again. The surgeon resumed vitrectomy and midway through the surgery, a system message displayed. The system was rebooted and the system indicated the vitrectomy could start again. The infusion would not turn on. Add'l info rec'd from the nurse stated the eye did go soft for a short period. The eye was re-pressurized with a secondary infusion. The nurse stated no pt injury occurred.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B) (4)